Event description:
The event is reported as: during incoming inspection a pinhole in the package was observed.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. A device history record (DHR) review was conducted. The DHR showed no issues that may have contributed to any quality issues reported. All process parameters were within specifications. All in-process qa inspections were acceptable. At the time of this report the sample was not available from the customer to investigate. The complaint can not be confirmed and a root cause determined. Teleflex will continue to monitor feedback from customers on issues related to pinholes found at inspection on adaptor products.